Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap chol procedure. Event description: translation: clip does not load. Article is no longer in the department. Additional information received from applied medical representative via call on 27oct23: device was collected and delivered to applied medical. Additional information received from applied medical representative via email on 31oct23: no patient injury occurred. No problems with the patient. They resolved the situation by using a new ca500. The event occurred when trying to clip the duct (lap chol), during lap chol procedure. The trigger could be moved as normal. Patient status: no clinical impact to the patient. Intervention: device replacement.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lap chol procedure. Event description: translation: clip does not load. Article is no longer in the department. Additional information received from applied medical representative via call on 27oct23: device was collected and delivered to applied medical. Additional information received from applied medical representative via email on 31oct23: no patient injury occurred. No problems with the patient. They resolved the situation by using a new ca500. The event occurred when trying to clip the duct (lap chol), during lap chol procedure. The trigger could be moved as normal. Patient status: no clinical impact to the patient. Intervention: device replacement.